Manufacturer narrative:
(B)(4). Lot 4578768 - 00811806010342, lot 4618023 - 00811806010342, lot 4831150 - 00811806010380. The results of the investigation are inconclusive since the devices were not returned for analysis. Our investigation was limited to the review of the device history records, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures for each device. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6), 2014, two 3mm and one 10mm amplatzer vascular plug iis (avpii) were selected for the treatment of a left, iliac arteriovenous fistula. Initially, the three avps in addition to 13 coils manufactured by three manufacturers were successfully deployed into the target lesion with no further issues. The same day, an elevated crp level was confirmed to be 2.96. However, since the patient had not exhibited a fever or inflammation, the physician related the crp rise to a reaction secondary to the number of foreign bodies placed during implant. No information regarding the treatment required as a result of the foreign-body reaction was provided. With the limited information provided, sjm was unable to determine which, if any, sjm devices may have contributed to the event.